Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of occlusion and pain is listed in the supera peripheral stent system instructions for use as a known patient effect(s) of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, a 6.5x60 mm supera self expanding stent was implanted in the moderately calcified, mildly tortuous superficial femoral artery (sfa). On (B)(6) 2022 the patient experienced leg pain and an angiography was performed to confirm the stenosis. On (B)(6) 2022 the patient was brought back for re-intervention with atherectomy. The patient is doing well. No additional information was provided.